Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and charger boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed error messages including a precharge fail message. This message will result in a no boot situation. There are no reports of pt injury or death associated with this event.